Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The lesion being treated was located in the moderate to severely tortuous, moderately calcified, 85-90% stenosed, diffusely diseased circumflex artery (cx). The vessel was not predilated and a 3.00 x 32 mm taxus express2 drug eluting stent was placed. After stent deployment the balloon deflated only minimally with the use of an indeflator. The physician removed the indeflator and was able to deflate the balloon using a syringe. Total balloon inflation time was 1 minute, during which the pt had no complications. The balloon also had some mild sticking to the stent, but was able to be removed without difficulty. The stent remained in good condition and well apposed. Another unk stent was placed distally to the taxus stent, due to diffuse disease in the cx. The pt's condition was reported as "satisfactory/good".